Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. A new lead with the same model was implanted laterally with resulting current of injury (coi) after the helix deployment. No additional adverse patient effects were reported.